Event description:
Patient study ID: (B)(6). It was reported that this was an arteriotomy closure of the calcified right common femoral artery with a perclose proglide device using the pre-close technique via a 16f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two perclose proglide devices were successfully pre-placed and the tavi procedure was completed. Hemostasis was not achieved and a non-abbott vessel closure device was used. Reportedly, towards the end of the procedure there was evidence of bleeding at the vascular accesses. There were no device issues with deployment of the proglide; however, it did not achieve hemostasis in the right common femoral artery. Since bleeding from the tavi access site was noted and hemostasis was not achieved, a non-abbott endoprosthesis stent was implanted. The patient condition improved after administration of physiological saline. Hemoglobin pre procedure was 13g/dl. Hemoglobin post procedure 8.1g/dl. Blood transfusion was administered. The condition resolved. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of anemia and hemorrhage are listed in the electronic proglide instructions for use (eifu), as possible adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of anemia and hemorrhage are known inherent risks of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.